Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced bilateral capsular contracture; baker grade unknown postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 9, 2025, mentor became aware of the following and corresponding fields have been updated on this form: is product problem has been selected under section b; field b1 since it was reported that both devices were found ruptured. Is required intervention has been selected under section b; field b2. Fields d6a for implantation date have been updated to (B)(6) 2011. Fields d6b for explantation date have been updated to (B)(6) 2025. It was reported that replacement device serial numbers used were (B)(6) on the left and (B)(6) on the right side field d1 for brand name has been updated to "mentor memorygel breast implant" field d4 for catalog number has been updated to "3506001bc." Field d4 for lot number has been updated to "6500463." Field d4 for serial number has been updated to "(B)(6)." Field d4 for unique identifier(UDI) has been updated to "(B)(4)." Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device discarded" since it was reported that the devices were discarded as the implants were too ruptured to return; photos have been requested. -field h6 medical device problem code has been updated to "material rupture." Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade unknown. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).